Event description:
It was reported that the patients ipg was no longer holding a charge and the patient was charging for a longer period of time. It was also stated that the patient had tenderness over the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.